Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. There was no impact to customer¿s blood glucose. Reportedly, the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the issue.